Event description:
This (B)(4) study patient underwent successful stenting of the proximal right internal carotid artery on (B)(6), 2009. There was no patient injury. The patient was noted to be doing well at the 30 day follow-up. Updated information from the outcome database indicates that the patient expired on (B)(6), 2010. The event was noted as unrelated to the index procedure and implanted stent. The study coordinator stated that they did not have a cause of death. The patient was found dead at home, and no autopsy was performed. There is no known next of kin, and no death certificate. The site found out about the patient's death when they called the patient for his one year follow-up, and found the phone to be disconnected. The patient's medical history is significant for hyperlipidemia, CABG, diabetes mellitus, coronary artery disease, coronary percutaneous revascularization and hypertension.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14136793 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the event.